Manufacturer narrative:
A ge rep evaluated the sys and replaced the rtos and gpos single board computers. The sys operates as intended.

Event description:
The customer reported that the sys would not boot up. No pt injury was reported.